Event description:
It was reported that the screw tip broke while it was being placed. No patient injury reported.

Manufacturer narrative:
One 8x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm of the distal threads have broken off and were not returned for examination. The remaining threads are deformed and the screw is cracked lengthwise. The tri-lobe portion of the screw is stripped. The condition of the device indicates it was subjected to excessive forces during insertion. Based on the limited clinical details provided a root cause cannot be determined.